Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head will not stay on the toothbrush / head fell off [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he had been using an oral-b dual action or dual clean brushhead for a couple of weeks and that it would not stay on his oral-b rechargeable toothbrush, version unknown while he was brushing. He stated that it took a few weeks for the brushhead to fall off. No symptoms developed.